Event description:
It was reported that the health care professional (hcp) requested a review of stored episode for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) discussed that there appears to be electromagnetic interference (emi) which caused the oversensing and led to one inappropriate shock. Technical services (ts) noted that after the episode the presenting rhythm looks appropriately and recommended evaluating what the patient was doing at the time of the episode. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of stored episode for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) discussed that there appears to be electromagnetic interference (emi) which caused the oversensing and led to one inappropriate shock. Technical services (ts) noted that after the episode the presenting rhythm looks appropriately and recommended evaluating what the patient was doing at the time of the episode. This s-ICD remains in service. No additional adverse patient effects were reported.